Manufacturer narrative:
Additional product code: ktt. Device malfunctioned intra-operatively and was not implanted / explanted. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
It was reported that the head of a 4.5mm cortex screw broke off during a retrograde nailing of midshaft open femur fracture on (B)(6) 2018. The screw hit the femoral nail as the surgeon was inserting the screw in the femur; the head of the screw broke off. A considerable amount of time was spent performing fluoroscopy and attempting to retrieve the screw. The threads of the screw were removed. The head of the screw could be seen on fluoroscopy but was deep in the quadricep muscle and could not be retrieved without harming the patient. The surgery was successfully completed with patient outcome as expected. Concomitant device reported: retrograde femoral nail (part number unknown, lot number unknown, quantity 1). This report is for one (1) 4.5mm cortex screw self-tapping 40mm. This is report 1 of 1 for (B)(4).